Event description:
Per the audiologist, the patient's performance with the cochlear implant system was good. In 2007, the patient began having frequent problems with sound processor batteries. The center requested integrity testing to rule out internal device problems. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode short circuits and anomalies. No information on explantation/reimplantation was available at the time of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.